Event description:
Vascade closure device failure. Noted by doctor. Inserted in body for closure to right groin. Vascade failed to deploy. When vascade removed from body, disc was still intact. Manual pressure held and figure of eight placed by doctor. Vascade rep notified and image sent of failed vascade. Rep came to lab and visualized vascade and stated he will follow up.